Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retroverted uterus, gravida ii and parity 2. Current weight 220 lbs. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgeries to remove essure coils/ total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and headache was resolving and the abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, hot flush, female sexual dysfunction, nausea, dysmenorrhoea, fatigue, weight increased, back pain and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: the uterus is retroverted. The endometrium appears normal. The right ovary appears. To contain multiple follicles. Largest rt follicle-17mm. L t has one also as well as smaller ones. Hysterosalpingogram - on (B)(6)2008: tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs received- outcome of the event pain, headaches, vaginal bleeding, bleeding, pain with intercourse were updated to recovering from unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included retroverted uterus, gravida ii, parity 2, obesity and endometriosis. Current weight 220 lbs. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgeries to remove essure coils/ total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia and headache was resolving and the abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, hot flush, female sexual dysfunction, nausea, dysmenorrhoea, fatigue, weight increased, back pain and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Gynaecological examination - on an unknown date: the uterus is retroverted. The endometrium appears normal. The right ovary appears.to contain multiple follicles. Largest rt follicle-17mm. L t has one also as well as smaller ones. Hysterosalpingogram - on (B)(6) 2008: tubes were blocked. Pathology test - on (B)(6) 2012: gross description the specimen container is labeled ·vasko, uterus and celvix·, received in formalin is a uterine corpus with attached cervix weighing 112 gm. Adnexa are not received. The uterine fundus is symmetrical, 5.5 x 3.8 em. The serosa is generally pink-tan and smooth and exhibits dark brown granular adhesions over the lower uterine segment on both the anterior and posterior faces and extending into the cul-de-sac. Wire has been placed within the lumen of both the right and left fallopian tube sggments within cornu. The celvix is 3.5 cm in diameter on the ectocelvical face. The os is patent. The endocervical canal is unremarkable. The corpus is bivalved to reveal smooth tan endometrium which is 2~3 mm in thickness. The endomyomotrial junction is distinct. Tho myometrium unremarkable. Blocks: a- cervix 8-d - representative endomyometrlum e,f - anterior uterine serosa.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: medical records received : medical history and reporter information were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included retroverted uterus, gravida ii, parity 2, obesity and endometriosis. Current weight 220 lbs. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgeries to remove essure coils/ total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia and headache was resolving and the abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, hot flush, female sexual dysfunction, nausea, dysmenorrhoea, fatigue, weight increased, back pain and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Gynaecological examination - on an unknown date: the uterus is retroverted. The endometrium appears normal. The right ovary appears.to contain multiple follicles. Largest rt follicle-17mm. L t has one also as well as smaller ones. Hysterosalpingogram - on (B)(6) 2008: tubes were blocked. Pathology test - on (B)(6) 2012: gross description the specimen container is labeled ·vasko, uterus and celvix·, received in formalin is a uterine corpus with attached cervix weighing 112 gm. Adnexa are not received. The uterine fundus is symmetrical, 5.5 x 3.8 em. The serosa is generally pink-tan and smooth and exhibits dark brown granular adhesions over the lower uterine segment on both the anterior and posterior faces and extending into the cul-de-sac. Wire has been placed within the lumen of both the right and left fallopian tube sggments within cornu. The celvix is 3.5 cm in diameter on the ectocelvical face. The os is patent. The endocervical canal is unremarkable. The corpus is bivalved to reveal smooth tan endometrium which is 2~3 mm in thickness. The endomyomotrial junction is distinct. Tho myometrium unremarkable. Blocks: a- cervix 8-d - representative endomyometrlum e,f - anterior uterine serosa. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retroverted uterus, gravida ii and parity 2. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgeries to remove essure coils/ total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: the uterus is retroverted. The endometrium appears normal. The right ovary appears.to contain multiple follicles. Largest rt follicle-17mm. L t has one also as well as smaller ones. Hysterosalpingogram - on (B)(6) 2008: tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2018: pfs and medical record received:event mood swings, hot flashes, abnormal vaginal bleeding, menorrhagia, apareunia, nausea, dysmenorrhea, dyspareunia, fatigue, migraine, headache, weight gain, back pain added. Medical history, lab data, reporters added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.